Manufacturer narrative:
Investigation summary: the device was visually inspected and blood was found inside the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system; us catalog #: unknown; serial #: unknown. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The puller wire was broken. It was also reported that error 401 and 402 (magnetic distortion) displayed on the carto 3 system. The catheter was replaced and the issue resolved. No patient consequences were reported. The deflection issue and the magnetic distortion issue were assessed as not reportable. For this deflection issue, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. For the issue of magnetic sensor error, it is easy detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto 3 system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the device for evaluation. On (B)(6) 2018 it was noted that there was blood found inside pebax. No visual damages. This issue was assessed as not reportable as there was no damage noted to the pebax integrity. During additional investigation on (B)(6) 2018, it was discovered during the scanning electron microscope (sem) analysis that there was evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. The hole on the pebax was assessed as a reportable malfunction. The awareness date for this issue was (B)(6) 2018.